Manufacturer narrative:
The investigation for the reported cardiac tamponade and access site bleeding has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the cardiac tamponade and access site bleeding and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: access site bleeding: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced access site bleeding, ventricular tachycardia and cardiac tamponade of unknown causality. There was no further information available regarding the access site bleeding, ventricular tachycardia or cardiac tamponade. The patient remained on impella support and was successfully weaned.